Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the chuck device had moving parts that did not move smoothly, did not function, was frozen/would not move-chuck seized and had illegible labeling etch. It was further determined that the device failed pretest for marking & labeling, check drill chuck with key, check the maximum range of tool coupling, check the minimum range of tool coupling, check pins length of handpiece coupling, step check for mechanical free movement and check general function in running mode. It was noted in the service order that the device jammed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance. UDI: (B)(4).